Event description:
Pt called lfs alleging that their meter would not power on. Pt reported their "mouth tasting different" at the time of concern. Pt did not take any actions following the attempted use of the meter. No medical care was sought from a healthcare professional. Pt did not have another device to test their blood glucose. Pt reported taking medication without knowing their blood glucose level. It is unk how long the meter had been having the power issue. There was no evidence of an adverse event. The customer service rep walked pt through inserting a test strip with the contact bars end first up, or press the on/off button and checking that the batteries were good and correctly installed. The meter was replaced due to an unresolved power issue.